Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2016-02317 and manufacturer report #3005099803-2016-02318 for the other associated device information. It was reported to boston scientific corporation on july 20, 2016 that a captivator¿ endoscopic mucosal resection device was used on (B)(6) 2016 as part of the (B)(6) clinical trial. On (B)(6) 2016, the patient was confirmed of having a barrett's esophagus with visible abnormality. The indication for the endoscopic mucosal resection (emr) procedure was no definitive histology of focal lesion. On (B)(6) 2016, the patient underwent an endoscopic mucosal resection (emr) procedure. The lesion was located 36 cm from the dental arch at 2 o¿clock. The estimated diameter of the lesion was 70 mm with a maximum circumferential extent of 40%. The lesion appeared flat(0-iib). After lesion delineation, but prior to resection, endoscopic imaging was performed. Six (6) resections were performed and an endoscopic imaging was performed immediately afterwards. All resection specimens were retrieved for histopathological examination. On (B)(6) 2016, the patient experienced hematemesis which was considered moderate and serious but was not related to the captivator¿ emr device but was related to the emr procedure. On (B)(6) 2016, the patient was hospitalized and was given pantoprazol. Endoscopy was performed for hemostatic clipping and coagulation with hot biopsy forceps. The patient's condition at the conclusion of the procedure was reported to be stable. On (B)(6) 2016, the patient was discharged from the hospital. The outcome of the event was reported to be resolved.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2016-02317 and manufacturer report #3005099803-2016-02318 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2016 that a captivator¿ endoscopic mucosal resection device was used on (B)(6) 2016 as part of the (B)(6) clinical trial. On (B)(6) 2016, the patient was confirmed of having a barrett's esophagus with visible abnormality. The indication for the endoscopic mucosal resection (emr) procedure was no definitive histology of focal lesion. On (B)(6) 2016, the patient underwent an endoscopic mucosal resection (emr) procedure. The lesion was located 36 cm from the dental arch at 2 o¿clock. The estimated diameter of the lesion was 70 mm with a maximum circumferential extent of 40%. The lesion appeared flat(0-iib). After lesion delineation, but prior to resection, endoscopic imaging was performed. Six (6) resections were performed and an endoscopic imaging was performed immediately afterwards. All resection specimens were retrieved for histopathological examination. On (B)(6) 2016, the patient experienced hematemesis which was considered moderate and serious but was not related to the captivator¿ emr device but was related to the emr procedure. On (B)(6) 2016, the patient was hospitalized and was given pantoprazol. Endoscopy was performed for hemostatic clipping and coagulation with hot biopsy forceps. The patient's condition at the conclusion of the procedure was reported to be stable. On (B)(6) 2016, the patient was discharged from the hospital. The outcome of the event was reported to be resolved. Additional information received on december 08, 2016. It was reported that the subject did require discontinuation of anticoagulant therapy, as the subject was taking clopidogrel and it appears that this anticoagulant therapy was not discontinued.

Manufacturer narrative:
Additional information received september 25, 2017.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2016-02317 and manufacturer report #(B)(4) for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2016 that a captivator¿ endoscopic mucosal resection device was used on (B)(6) 2016 as part of the e7091 captivator emr registry clinical trial. On (B)(6) 2016, the patient was confirmed of having a barrett's esophagus with visible abnormality. The indication for the endoscopic mucosal resection (emr) procedure was no definitive histology of focal lesion. On (B)(6) 2016, the patient underwent an endoscopic mucosal resection (emr) procedure. The lesion was located 36 cm from the dental arch at 2 o¿clock. The estimated diameter of the lesion was 70 mm with a maximum circumferential extent of 40%. The lesion appeared flat(0-iib). After lesion delineation, but prior to resection, endoscopic imaging was performed. Six (6) resections were performed and an endoscopic imaging was performed immediately afterwards. All resection specimens were retrieved for histopathological examination. On (B)(6) 2016, the patient experienced hematemesis which was considered moderate and serious but was not related to the captivator¿ emr device but was related to the emr procedure. On (B)(6) 2016, the patient was hospitalized and was given pantoprazol. Endoscopy was performed for hemostatic clipping and coagulation with hot biopsy forceps. The patient's condition at the conclusion of the procedure was reported to be stable. On (B)(6) 2016, the patient was discharged from the hospital. The outcome of the event was reported to be resolved. Additional information received on december 08, 2016. It was reported that the subject did require discontinuation of anticoagulant therapy, as the subject was taking clopidogrel and it appears that this anticoagulant therapy was not discontinued. Additional information received on february 08, 2017. The site has confirmed that the anticoagulant therapy was not discontinued. Additional information received on september 25, 2017. It was reported that the device was used for histological processing of retrieved samples; eight specimens were retrieved and histology showed cancer. It was noted that the infiltration depth was t1m1 and radicality of deep resection margins was r0. There was well tumor differentiation and lymphovascular invasion was not present. It was also noted that the patient received 2 units of blood via blood transfusion during treatment for the hematemesis.

Manufacturer narrative:
Add'l info: updated.

Event description:
This manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2016-02317 and manufacturer report #3005099803-2016-02318 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2016 that a captivator® endoscopic mucosal resection device was used on (B)(6) 2016 as part of the e7091 captivator emr registry clinical trial. On (B)(6) 2016, the patient was confirmed of having a barrett's esophagus with visible abnormality. The indication for the endoscopic mucosal resection (emr) procedure was no definitive histology of focal lesion. On (B)(6) 2016, the patient underwent an endoscopic mucosal resection (emr) procedure. The lesion was located 36 cm from the dental arch at 2 o'clock. The estimated diameter of the lesion was 70 mm with a maximum circumferential extent of 40%. The lesion appeared flat(0-iib). After lesion delineation, but prior to resection, endoscopic imaging was performed. Six (6) resections were performed and an endoscopic imaging was performed immediately afterwards. All resection specimens were retrieved for histopathological examination. On (B)(6) 2016, the patient experienced hematemesis which was considered moderate and serious but was not related to the captivator emr device but was related to the emr procedure. On (B)(6) 2016, the patient was hospitalized and was given pantoprazole. Endoscopy was performed for hemostatic clipping and coagulation with hot biopsy forceps. The patient's condition at the conclusion of the procedure was reported to be stable. On (B)(6) 2016, the patient was discharged from the hospital. The outcome of the event was reported to be resolved. Additional information received on september 19, 2016. On (B)(6) 2016, the patient was also given iron for the hematemesis.

Manufacturer narrative:
Additional information received february 08, 2017.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2016-02317 and manufacturer report #3005099803-2016-02318 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2016 that a captivator¿ endoscopic mucosal resection device was used on (B)(6) 2016 as part of the (B)(6) clinical trial. On (B)(6) 2016, the patient was confirmed of having a barrett's esophagus with visible abnormality. The indication for the endoscopic mucosal resection (emr) procedure was no definitive histology of focal lesion. On (B)(6) 2016, the patient underwent an endoscopic mucosal resection (emr) procedure. The lesion was located 36 cm from the dental arch at 2 o¿clock. The estimated diameter of the lesion was 70 mm with a maximum circumferential extent of 40%. The lesion appeared flat (0-iib). After lesion delineation, but prior to resection, endoscopic imaging was performed. Six (6) resections were performed and an endoscopic imaging was performed immediately afterwards. All resection specimens were retrieved for histopathological examination. On (B)(6) 2016, the patient experienced hematemesis which was considered moderate and serious but was not related to the captivator¿ emr device but was related to the emr procedure. On (B)(6) 2016, the patient was hospitalized and was given pantoprazole. Endoscopy was performed for hemostatic clipping and coagulation with hot biopsy forceps. The patient's condition at the conclusion of the procedure was reported to be stable. On (B)(6) 2016, the patient was discharged from the hospital. The outcome of the event was reported to be resolved. Additional information received on december 08, 2016. It was reported that the subject did require discontinuation of anticoagulant therapy, as the subject was taking clopidogrel and it appears that this anticoagulant therapy was not discontinued. Additional information received on february 08, 2017. The site has confirmed that the anticoagulant therapy was not discontinued.